Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as kara ditty-bovard. Contact phone number and email address have been updated accordingly. Device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 5/21/2014. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: replaced main cpu board and door sensor magnet to correct issue. Performed software upgrade to the latest versions. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the suction door has to be pushed down for the pump to work. Procedure completed using the pump. Procedure not prolonged. No patient consequences. Device to be returned. Additional information received by mitek complaints on february 27, 2015: the sales representative reported that a micro handpiece with hand controls was being used with the pump during a shoulder repair and would not oscillate. The device is being returned to mitek express for evaluation. The surgeon completed the procedure with another like device with no patient consequences or delays.